Event description:
It was reported that after approximately one hour of intra-aortic balloon (iab) therapy blood was seen in the tubing. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and in the membrane. A sheath was not returned. No kinks were observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and inner lumen was performed and a membrane leak in the shape of a pinhole and length of 0.1 cm was detected at approximately 3.0 cm from the iab tip. The evaluation confirmed the reported failure. We are unable to determine how the membrane leak occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).